Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigations did confirm and replicate the customer complaint "u02 error". Upon visual inspection, the unit indicates a slight bend of the hard cover/housing on the rear right corner. During testing, the iesu displayed error code u02 at startup, after which the display became partially blank, leaving only the help screen and volume buttons accessible. The log showed no error. Probable root cause is attributed to generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error u02 occurred on erbe integrated electrosurgical unit (iesu). The issue was resolved after unplugging the cables from the iesu. The procedure was completing as planned with no reported injury.